Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit sometimes does not move to standby mode during use. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da pcba was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. Post was executed 25 times without generating any failures. The test ventilator passed the pressure accuracy test. The test ventilator did not generate the e/c 1009 diagnostic error code. The ventilator operated for two (2) hours without failures. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The data acquisition pcba was tested and no failures were identified.